Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was severe physical damage to the monitor. The root cause for the damage was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power on.